Manufacturer narrative:
While there is no indication that the implant malfunctioned, this event meets the criteria due to the fact that intervention was required and because of the possibility that permanent impairment of a body function resulted. The device was returned, evaluated and found to be in specification. Further information pertaining to outcome of this event will be reported if it becomes available.

Event description:
In this event, it was reported that two implants were placed into the left posterior mandible and removed two days later, due to the patient experiencing numbness of the lower lip. The patient is scheduled to return for a follow-up visit, though exact outcome of the event is unknown as of this report. As of 2007, the patient was still experiencing the symptoms, though they had somewhat diminished.